Event description:
It was reported via phone call that the customer had a high blood glucose level of 28 mmol/l. The customer states he attempted to calibrate, but the blood glucose was too high. Advised customer to treat for the high blood glucose level, but wait until he is stable, then calibrate.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.